Event description:
It was reported that the customer had issues with the sensors connecting and that the insulin pump received alerts of lost sensors. The customer had discontinued use of the sensors for about 1 and a half to 2 months. He reported that he tried 4 to 5 sensors and then stopped wearing them. He also stated that he had issues with sensor accuracy; the sensor glucose reading was 200 mg/dl compared to the blood glucose reading of 330 mg/dl. Advised customer to try using the sensors and to call for troubleshooting assistance if the issue recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.